Event description:
The user facility reported that during inserting a catheter, likely the right ventricle catheter, the physician accidentally pushed a guide wire into the sheath, making it impossible to remove it from the patient. The guide wire had to be extracted using a snare inserted into the heart through brachial access. All biosense webster, inc. Catheters were functioning as expected, with no malfunctions observed and no patient consequences. Additional information received on(B)(6) 2024: that the sheath used during this procedure was the terumo radifocus 8f for groin access.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a3b: gender: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: catalog number: unknown d4: lot number: unknown d4: expiration date: unknown due to unknown catalog number and lot number d4: UDI: unknown due to unknown catalog number and lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e1: contact, address & phone number: unknown e2: health professional: unknown e3: occupation: unknown g4: 510(k): unknown due to unknown catalog number h4: device manufacture date: unknown due to unknown catalog number and lot number the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire use issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the physician pushed the guidewire completely into the sheath and was unable to be retrieved, as stated in the complaint description. The pinnacle IFU was reviewed, and it states: "3. Insert the selected flexible end of the mini guidewire through the cannula into the vessel. 10. Slowly remove the dilator and mini guidewire together, leaving the sheath in the vessel." Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).